Manufacturer narrative:
The investigation was started; results will be provided in a follow up-report.

Event description:
It was reported vent turned off while on a patient making a high-pitched noise and the screen went blank. No patient injury was reported.

Manufacturer narrative:
The affected device was examined at the manufacturer¿s repair shop, and service report as well as the log file were made available for further investigation at the manufacturer¿s site. Based on the log file analysis and the information provided, the 10th/11th of november 2020 was considered the date of event. The log entries at that date show that the device turned off as reported and could not be switched on. Based on the investigation there was no device failure found and the reported issue was not reproducible. During a long term run in the repair shop the reported symptom could not be duplicated. The device could be operated without any issues and all tests according to the manufacturer¿s specification were passed. It was therefore concluded that the reported shut down of the ventilator was most likely caused by not fully charged internal batteries and/or an improperly connected external battery cable while the device was not connected to ac. The last pre-use device check was performed on (B)(4)2020 according to the log file. Without external batteries the device evita 2 dura switches over from mains to dc operation on internal batteries without interrupting the ventilation. This situation will be indicated by the audible and visible alarm ¿int. Battery activated¿. After at least 8 minutes on internal batteries (with fully charged batteries), the device alarms audible and visible with ¿int. Battery only 2 minutes left !!¿. After additional 2 minutes the evita 2 dura alarm audible and visible with ¿int. Battery discharged !!!¿. If the internal batteries are depleted the device shuts down with audible power failure alarm (high pitch noise). The power failure alarm lasts for at least 2 minutes until the internal gold caps capacitors are depleted. In this case of power failure, the emergency-breathing valve is open allowing spontaneous breathing of the patient. In the current event, the device reacted as specified and generated the audible power failure alarm. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported vent turned off while on a patient making a high-pitched noise and the screen went blank. No patient injury was reported.